Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed failure to capture and premature battery depletion on the pacemaker (pm). The physician elected to explant and replace the pm. The patient condition was stable.